Event description:
The user reported that a hole was found in the catheter during dialysis. The catheter was replaced. No harm or injury to the patient was reported. The implant date of (B)(6) 2015 is an estimation based on the catheter being in the patient less than a week.

Manufacturer narrative:
No device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and one similar complaint for this lot number was found. Because the unit ws not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.